Event description:
After implementing tha on (B)(6)2003, confirmed breaking at the stem distal slit section on x - ray in around 8 years. No change is seen in patient's activity based on x - ray findings.

Manufacturer narrative:
An event regarding crack/fracture involving a securefit stem was reported. The event was confirmed. Confirmed: through review of the provided medical records and x-rays by a clinical consultant. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: review of these records confirms failure of the tha femoral component due to fracture within the fluted portion of the stem occurred. The root cause cannot be determined as insufficient information was available. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the event was confirmed through review of the provided medical records and x-rays by a clinical consultant, however the root cause could not be determined because insufficient information was provided. Additional information, including operative reports, product ID, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
After implementing tha on (B)(6) 2003, confirmed breaking at the stem distal slit section on x - ray in around 8 years. No change is seen in patient's activity based on x - ray findings.